Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs from the start of use through the reported event date. No factory reset was found in the logs. Audio setting was found to be logged at "high" and all cgm alerts were logged as "true" (on). Initial body weight was logged as 146lbs on (B)(6) 2023 and changed to 172lbs on (B)(6) 2023. Data leading up to the reported event on 2023-11-21 was reviewed: review of the ilet report shows the user experienced mild hyperglycemia in the afternoon (peak cgm glucose 348 mg/dl at 4:45 pm). The ilet delivers correction insulin and cgm glucose decreases, returning to range at 6:40 pm. Cgm glucose continues to slowly trend down; alert 22 (low glucose) is triggered at 7:12 pm and acknowledged by the user 30 minutes later when cgm glucose is 63 mg/dl. Two "usual" sized dinner meals are announced while the cgm glucose is below range: one was given at 8:50 pm (9.9 units) when cgm glucose was 63 mg/dl and the other was given at 9:35 pm (7.9 units) when cgm glucose was unavailable, but last value 15 minutes prior to that was 39 mg/dl. The last meal announcement given prior to this was for lunch at 12:35 pm. Review of the previous days shows larger insulin doses being given for a "usual" dinner that do not result in hypoglycemia. Based on the engineering logs, the ilet is not malfunctioning. All glucose related alerts were triggered appropriately, and the device was not found to be requesting insulin to be delivered during low and urgent low events. The ilet did not resume insulin delivery requests until cgm glucose was above 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, it appears that this hypoglycemic event was exacerbated by announcing a meal when cgm glucose was already hypoglycemic. In addition, the user may have overestimated the carbohydrate content of the meal they ate. The user was re-trained on the appropriate use of the meal announcement feature after the event was reported.

Event description:
On 1/30/24 an ilet user reported he had a low blood glucose (bg) event on 11/21/23. The user reported he "gave too much insulin while eating." The user reported on (B)(6) 2023 his bg was at 110 mg/dl and ate stew. He announced a usual meal bolus and the ilet delivered approximately 10 units of insulin. An hour after eating the user reported he had hot flashes and went unconscious. His cgm glucose went down to 39 mg/dl. An ambulance arrived and the user was given d10 and d50 and regained consciousness. The user did not go to the hospital.